Manufacturer narrative:
The customer noticed that the instrument issued the alarm "abnormal low signal". The field service engineer replaced all pinch valves. Instrument performance testing results were acceptable. Quality controls were run and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 3.8 pg/ml and repeated as 2.7 pg/ml. It is unknown if the questionable result was reported outside of the laboratory. The troponin t reagent lot number and expiration date were requested but not provided.